Event description:
It was reported by the patient¿s mother that the patient's blood glucose level rose to over 300 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. The cannula seemed to have slipped out of the patient¿s skin despite the adhesive remaining secure and the cannula indicator showing pink. Although the pod had primed and connected properly in automated mode, the cannula appeared to have a slight kink or bend and was flat rather than properly extended. A new pod was placed.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.6 hardware: iphone17.4 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.